Event description:
Ventritex initiated a pt status mailing as part of our device tracking program. This mailing was sent to all physicians who are following pts with ventritex implantable cardiac defibrillators and leads. On 11/30/94, ventritex was informed that this pt had died, but was provided with minformed that this pt had died, but was provided with no additional information regarding the circumstances surrounding the pt's death. To date, attempts to determine the exact date, the cause of death, and device disposition have been unsuccessful, but are ongoing. There is no idndication that the device caused or contributed to the pt's outcome.